Event description:
During transurethral ressection of prostate, pt was burned on penis and foreskin. A crack was identified on the insulation of the working element of the resectoscope where cautery is attached. Problemaic device was mccarthy working element of resectoscope.